Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced rewind anomaly. Customer's blood glucose value was unknown. The customer stated that the pump refused to alarm. The pump does not allow him to wipe the record clean. The insulin pump will not be returned for analysis.